Event description:
Rn at bedside noticed drip chamber drips were faster than expected for heparin infusion rate. Rn stopped pump and inspected device. Noticed crack on upper hinge of membrane frame. Removed pump from pt and sent it to biomed. Biomed inspected device and confirmed crack to upper hinge of membrane frame. No pt harm reported. Customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A f/u report will be submitted with failure investigation results should the device be returned for eval.